Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.5 x 38 promus premier drug eluting stent was advanced, deployed and implanted to treat the target lesion. However, post stent deployment, guidewire bias have caused the path of the intravascular ultrasound (ivus) catheter to be pushed into the stent struts causing deformation of the mid section of the stent. Another of the same device was implanted over the deformed section and the procedure was completed. No patient complications were reported and the patient's status was fine.